Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bleed 20 days out of month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("I am allergic to nickel"), abdominal distension ("I look I am 4 months pregnant") and iron deficiency anaemia ("my hemoglobin is 9.8< I am extremely anemic") and was found to have bone density decreased ("I have diminished bone density"). The patient was treated with surgery (she had essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the genital haemorrhage, allergy to metals, abdominal distension, iron deficiency anaemia and bone density decreased outcome was unknown. The reporter considered abdominal distension, allergy to metals, bone density decreased, genital haemorrhage and iron deficiency anaemia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: plaintiff fact sheet received. On (B)(6) 2012, she implanted essure . On (B)(6) 2019, she explanted essure. Event genital haemorrhage was updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.